Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed by an onsite abbott representative. The low flow alarms were attributed to afterload reduction intolerance. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters, including flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple low flow alarms with flows ranging from 2.3 to 2.4, particularly while sleeping. Of note, the left ventricular size was 5.0 and the patient was noted to have a "stiff" left ventricle prior to implant and was currently being worked up for amyloidosis. The mean arterial pressure (map) had been in the upper 80s.the patient was intolerant to angiotensin receptor blocker (arb) therapy. Low flow software was installed in both primary and backup controllers.